Manufacturer narrative:
The t:slim user guide states: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with 300 units of insulin. Reportedly, customer did not remove the air from the cartridge prior to filling it. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and received an accurate fill estimate.

Manufacturer narrative:
(B)(4).